Event description:
Was primary stability achieved? Yes. Was osseointegration achieved? No. Was implant covered with bone? No. At the time of the event or implant failure/removal, was there (check all that apply)? Mobility. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154466.